Manufacturer narrative:
Product evaluation: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be within the range for a 20.0 diopter. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an unspecified cartridge was used with a specified handpiece with two specified viscoelastics. Both of these solutions are not qualified for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the unspecified cartridge lot. The product investigation could not identify a root cause for vision issues combined, eye pain and the unexpected post-op refraction-iol-sphere; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional information indicated a failure to follow the dfu. A non-qualified viscoelastic was used. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, a patient complained that the lens "hurt" in the room with the nurse. The patient also experienced a myopic shift causing the patient to be unable to see well out of the lens. Additional information was provided by the surgeon that the lens was exchanged in a second surgery for a difference of 1.d. The outcome is pending as postoperative vision is yet to be determined. The surgeon also noted a postoperative posterior capsule opacification was observed.